Event description:
It has been reported to philips that wireless footswitch was loosing connection. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch, the wireless footswitch's base station and the wireless footswitch's charger. Fse also connected the wireless footswitch to the base station and tested its functionality. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the non-emergency treatment. The procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the battery indicator was green and the wi-fi indicator was red, and fse could not establish the connection between the wireless footswitch and base station. The defective wfs charger was returned for analysis, and it was concluded that no fault was found. Fse replaced the wireless footswitch, base station, and wfs charger. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.